Event description:
It was reported that during a procedure to treat a lesion in the left superficial femoral artery with mild calcification and 90% stenosis, a 5x40 fox cross balloon catheter was advanced without resistance for plain old balloon angioplasty (poba) and inflated; however, the balloon ruptured on the first inflation at 4 atmospheres. The foxcross balloon catheter was withdrawn without resistance and a 5x20 fox cross balloon catheter was advanced and used successfully for further dilatation of the lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.